Manufacturer narrative:
The cobas c513 analyzer commercial system serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results from the cobas c513 analyzer commercial system. The initial result was 10.0%. On (B)(6) 2024, the repeat result on the same analyzer was 6.3%, and on a different analyzer was 6.3%. The initial result was reported outside of the laboratory and was amended with the repeat result.

Manufacturer narrative:
Due to the insufficient information provided, the cause of the event could not be determined. The investigation did not identify a product problem.